Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was both mildly calcified and tortuous, and 90% stenosed. The lesion was pre-dilated with a 2 x 12 mm trek balloon. Post deployment of the xience alpine 3x23mm stent, a dissection was observed. The stent was deployed at 10 atm pressure and then post dilated with 3 x 15 mm nc trek balloon at 14 atm pressure. After post dilation, an edge dissection was noted at the distal edge of the stent. A 2.5 x 15 mm xience alpine was used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, additional treatment appears to be related to operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.